Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(6). This device does not have a 510(k) number. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during withdrawal of the needle on the suspect device, the safety shield separated from the needle and the nurse was stuck by the used needle. The nurse was offered first aid. The patient had a (B)(6) qualitative and (B)(6) qualitative test. The results were (B)(6).

Manufacturer narrative:
The nurse was stuck on the finger. The patient's medical history was reviewed and no history of infectious disease was noted. The nurse carried out a simple disinfection of the wound. No other examination was provided. Result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4294448. No abnormalities were noted during the assembly and packaging process or the in-process and out-going inspection tracking. Two defective samples without the original packaging have been returned for evaluation. The tip shield does not separate with the catheter adaptor but the v-clip is activated so it is known the samples have been used. When the cannula is withdrawn, the v-clip shape of the defective samples has changed. The defective v-clip was viewed using a microscope. It was noted that the v-clip shape of the defective samples has changed, leading to the v-clip functional failure. However, as the sample has been used, a root cause could not be determined. This is the first incidence of the manufacturing plant receiving this failure mode and the plant will continue to track.